Manufacturer narrative:
(B)(4). The lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient is experiencing visual disturbance- floaters and concentric rings around illuminated objects for three months after a multifocal lens model zlb00 was implanted on (B)(6) 2015. The doctor prescribed eye drops for floaters treatment but it did not help. The concentric circles continue to disturb the patient as reported. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. There is no complaint related test. Results of final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; the lens met the specified requirements prior to release. A search on product history complaints revealed no product deficiency was found and there were no other complaints for this production order that were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.